Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the continuous glucose monitor (cgm) was showing that the battery is dead. No medical intervention was reported. Additional event or patient information is not available.